Event description:
It was reported that multiple intermittent occlusion alarms occurred. The customer's blood glucose level exceeded normal limits as indicated by a "high" reading, though specific values were unknown. To address these high levels, the customer administered a correction injection using multiple daily injections (mdi). Reportedly, the issue was resolved by changing the infusion set and cartridge before resuming insulin use.